Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed replace battery now. Troubleshooting was performed. Customer's blood glucose was unknown at the time of incident. It was reported that the customer was unsure whether a low battery alert was received prior to replace battery now alert. It was reported that there were no unattended alarms, but the battery cap was loosed, cracked or damaged. New battery did not resolve the issue. It was indicated that a replacement was sent. The insulin pump will be returned for analysis.